Event description:
It was reported that a smiths medical pump was alarming no disposable clamp tubing before it said stopped. No air bubbles in the line detected. Patient not affected. Rate- 50ml/24hours, resvol- 6.8ml, given- 89.25ml.